Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the cgm was displaying a reading of 83mg/dl; however, she felt that her glucose values were lower than the reading displayed. Shortly after seeing the value on the cgm, the patient passed out. She stated her spouse injected her with an emergency pen. The patient indicated that after she had been treated, she vomited and felt better. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.